Manufacturer narrative:
A bellatek® encode® healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h) (eha444)was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14. X-ray images were provided by the customer. The x-ray image shows the product not seating in the implant. DHR review was completed for the subject lot number (1200101). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1200101) for similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. However, based on the investigation and risk review, the most likely cause for the reported event is customer error for debris interference on seating surface, improper healing abutment screw torque and clinician does not follow the recommended protocol for product placement. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4) patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device remains in patient's mouth.

Event description:
It was reported that a healing abutment (eha444) could not seat into the implant. Doctor tried to force the healing abutment down. Healing abutment was left in the patient mouth. Tooth location 14.